Event description:
It was reported in a written report of product failure by the rn, or, that the jaws of the dsg23 broke rendering the instrument useless. The rep was notified to f/u. 3/11/1998 the rep was at the hosp and there is no nurse by this name at this hosp. He will check at the center. 3/16/98 left message for csr manager.